Event description:
It was reported that (1) lcsb5 were used during an unknown procedure. It was reported by the rep that the lcsc5 did not work. The surgeon hooked it up and had a flat tone. A second lcsb5 was used to complete the case. There was no consequence to pt.